Manufacturer narrative:
The device was returned for analysis. The reported device markings / labelling problem was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. On the returned device, as the length between the markers is consistent with an 80mm device and the box labeling is confirmed as an 6.5 x 80mm there is no indication of a device markings / labelling problem - device mix-up. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist: it was noted that the stent, according to the physician, looked to be 150mm versus the intended 80mm. A 60mm length bdc was inserted and inflated as reference. The radiographic image of the bdc inflated is the only media provided with this report. The length of the stent is shown to be longer than the inflated 60mm balloon of the bdc and suggests that the implanted supera stent is longer than intended 80mm supera pss. I am unable to determine the length of the supera stent as the media provided does not show the complete length of the stent within the sfa and does not show the proximal start and distal finish of the stent. I cannot verify if a malfunction is seen with the device based on information and media provided. I also cannot come to a probable cause for the event with the media and information initially provided with the complaint, as well as the information provided by follow-up investigation requesting clarification/confirmation of events and any additional information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the superficial femoral artery (sfa) with heavy calcification and mild tortuosity. Pre dilatation was performed with a 6x80mm armada balloon dilatation catheter (bdc), 3x40mm armada bdc, 2x40mm armada bdc, 5x40mm non-abbott balloon and a 7x40mm non-abbott balloon for five min each. The 6.50x80mm supera self expanding stent system (sess) was advanced and deployed. After deployment it was observed that the stent was 150 mm in the patient, and not 80 mm. The procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.